Manufacturer narrative:
Concomitant medical products: dtba1qq ICD, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a chest x-ray confirmed that the left ventricular (lv) lead had dislodged into the right atrium. It was noted that the patient experienced increased fatigue and exercise intolerance over the last couple of months. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.